Event description:
This report is being filed after subsequent review of the following journal article: the vertical hip fracture - a treatment challenge. A cohort study with an up to 9 year follow-up of 137 consecutive hips treated with sliding hip screw and antirotation screw. Anders enocson and lasse j lapidus (2012). Bmc musculoskeletal disorders, 13:171:1471-2474. 137 patients with femoral neck fractures were treated between january 1, 2003, and december 31, 2009. There were 77 female and 60 male, ranging in age from 29-98 years. The patients were treated with a sliding hip screw (shs). The shs used in the study was a dynamic hip screw (dhs) with a 2-hole or 4-hole plate (synthes, (B)(4) USA) and an antirotational screw (ars) not manufactured by synthes. 24 patients needed a revision. The article does not state whether the synthes or other manufacturers' device caused the adverse event. -(B)(6) female needed a revision to a total hemiarthroplasty due to non-union from the shs. The patient needed no further operations. This report is for a 2 hole plate for non-union and revision. This is report 18 of 40 for (B)(4).

Manufacturer narrative:
A cohort study with an up to 9 year follow-up of 137 consecutive hips treated with sliding hip screw and antirotation screw. Anders enocson and lasse j lapidus (2012). Bmc musculoskeletal disorders, 13:171:1471-2474. This report is for unknown 2 hole plate/unknown quantity/unknown lot. (B)(6). This investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.